Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The patient was treated with unspecified anti-inflammatory medication. The cause of the peritonitis was not reported however it was reported that the patient did not use disinfectant daily. The intended use of the unspecified disinfectant was not reported. At the time of this report, the patient hasn¿t recovered from the event. Peritoneal dialysis was ongoing during the treatment. No additional information is available.